Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system was returned, however, as the stent was not returned, the reported deployment difficulty could not be confirmed. During functional testing, with the system handle and the deployment handle in the unlocked positions, the thumb slide was advanced and retracted and there was no resistance noted. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to deploy incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the supera stent started to deploy, but then stopped deploying in the predilated, non-calcified, superficial femoral artery. Reportedly, the ratchet would not catch the stent. The physician, who is trained on supera, slid the thumbwheel back and forth more than 20 times before the supera stent started deploying again. The supera stent was fully deployed in the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.